Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers failed and not detected on bus. A field service engineer (fse) replaced the controller board on half height drawer due to the drawer being unable to be powered on while it¿s plugged in. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers had failed and were not detected on the bus. The customer performed a full power cycle of the machine, but there was no change to the issue. The customer also indicated that there might be a case in the or the following day and that the affected drawer needed to be accessible. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.